Event description:
On (B)(6) 2025 patient removed her newly replace libre 3 device after alarm would not stop going off inadvertently. She used a previous libre device since (B)(6) of 2024 and was upgraded to this newer device. She's only had the device for two days. While sleeping, the device goes off indicating that her blood sugar is low. Patient doesn't have a back-up or finger prick device so no way to confirm the libre's inaccurate readings. Patient states she has had no symptoms of any sort related to low blood sugar. It is becoming an annoyance, disrupting her sleep for the past two nights. Error message on the device states to call FDA, which she did. Patient had no other adverse events (i.e falls) that may have triggered device malfunction.